Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported feeling unwell and self-treated his low blood glucose symptoms with glucose tablets. An unspecified time later customer tested 128 mg/dl on the performa system; low blood glucose symptoms had not improved, so he contacted emergency medical. Approximately 30 minutes later emergency medical arrived; customer tested 29 mg/dl on the professional system. He was admitted to the hospital and received a glucose infusion. Requested return of suspect device and replacement was sent.